Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was trying to do a calibration in an arctic sun device and got an error 80 expected 6 actual 27. Per review of wo on 29may2025, bad mixing pump, gave 2000-hour pm information along with part number and price for a new mixing pump.

Event description:
It was reported that the biomed was trying to do a calibration in an arctic sun device and got an error 80 expected 6 actual 27. Per review of work order on 29may2025, bad mixing pump, gave 2000-hour pm information along with part number and price for a new mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Per review of wo, bad mixing pump. Gave 2000-hour pm information along with part number and price for a new mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.